Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that there were 27 device malfunction events in patients implanted for dystonia. No patient information was available. Further follow-up is being conducted to obtain additional information. If additional information is received a supplemental report will be submitted.